Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to idepuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional pro-codes: hxx, nkg. Part number: 314.467, lot number: 777p422, manufacturing site: haegendorf, release to warehouse date: 12.05.2022, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sddrive screwdriver shaft t8 105mm had the distal tip slightly twisted and bent. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the sddrive screwdriver shaft t8 105mm was unable to be performed due to post manufacturing damage. A functional test was unable to be performed since the mating device was not returned. However, functional issues are most likely due to the deformed condition of the tip. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the sddrive screwdriver shaft t8 105mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: - scrdriver shaft t8 self-holding 314.467 dimensional inspection: n/a device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during the surgery a t8 screw driver would not retain the screw well. It needs to be replaced. The surgery was successfully completed with no surgical delay was reported. No fragments were generated. No patient consequence was reported. Concomitant device reported - unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown) this report is for one (1) sddrive screwdriver shaft t8 105mm this is report 1 of 1 for complaint (B)(4).